Event description:
It was reported that there was a failure with the o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that maximum inaccuracy of inspired oxygen concentration (fio2) issue occured on the servo-I device. Identification of issue has been done by analyzing problem description and service report. Device's logs were not available for further evaluation. The technician was not able to reproduce the reported failure. The device passed all performance tests and has been returned to clinical use. The exact root cause of the failure cannot be established (due to lack of information like logs) and the problem was not be duplicated when a service representative arrived to the facility.

Manufacturer narrative:
It was reported that maximum inaccuracy of inspired oxygen concentration (fio2) issue occured on the servo-I device. Device's logs and service report were not available for further evaluation. Information about the current status of the ventilator has not been provided. Due to the insufficient information provided and despite our best effort in gathering information, the exact root cause of the failure was impossible to define.

Event description:
Manufacturer's ref. #: (B)(4).